Event description:
It was reported there was damage to the outer casing of the epg (external pulse generator). The epg was returned for repair and calibration/performance check. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, the side bail covers, two case screws and side bails were missing, the ring was bent, the battery drawer was broken, the keyboard was scratched and the serial number label was torn. (B)(4).